Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2009. Approx six weeks post-implant, the pt fell, landing on her lower back and ipg implant site. The pt recently presented for a f/u appointment, reporting that she felt stimulation in the right side of her rib cage; however, the pt's pain pattern was in her bilateral thighs and knees. An x-ray of the scs system found that the pt's lead had migrated. The lead will be explanted and replaced. It is currently unk if the explanted lead will be returned to the MFR for analysis. F/u on the pt found no further issues reported.